Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd ultrasafe plus¿ passive needle guard had a sterility breach. This occurred on 7 occasions. The following information was provided by the initial reporter: on (B)(6) 2019, during receipt of a shipment from bd, it was observed that 7 shippers with ang+ devices (amgen lot 0010454339, supplier lot 9064723) were damaged. After inspection, the following was concluded: 180 ang+ devices from 1 shipper were potentially damaged. 4 shippers were only superficially damaged. 3 shippers were punctured of which 2 bags were also punctured. The 2 bags were inspected and 1 bag contained 180 devices that potentially may be damaged.

Event description:
It was reported that bd ultrasafe plus¿ passive needle guard had a sterility breach. This occurred on 7 occasions. The following information was provided by the initial reporter: on 09apr2019, during receipt of a shipment from bd, it was observed that 7 shippers with ang+ devices (amgen lot 0010454339, supplier lot 9064723) were damaged. After inspection, the following was concluded: - 180 ang+ devices from 1 shipper were potentially damaged. - 4 shippers were only superficially damaged. - 3 shippers were punctured of which 2 bags were also punctured. The 2 bags were inspected and 1 bag contained 180 devices that potentially may be damaged.

Manufacturer narrative:
Investigation: 7 picture evidences were provided to bd medical ¿ pharmaceutical system (bdm-ps) for analysis. The 8d team leader performed a batch history record¿s review (bhr) including a review of all data collected during supply process and quality inspections. This review did identify a non-conformance: 7 boxes were identified as damaged and reserves were added to the cmr. The batch involved in this complaint meets all acceptable quality levels (aql¿s), was manufactured and released according to applicable procedures and specifications. Based on the investigation conclusion, bdm-ps was able to confirm the detection and characterize the condition reported by the customer. We can confirm that the reported condition was not present at expedition from our distribution center xplog. As the goods were transported through less than full truck load quantity, leading to cross docking, multiple handlings and truck consolidation, damages could have occurred during loading/unloading steps at carrier¿s hub during transit. Regarding the type of damage, most of the boxes have been punctured by forklifts during handling operations. The last box was probably crushed during the same event. With respect to the potential cause lying on the transportation process, an official material quality complaint # 2019/0568 has been raised to the carrier. After a review of the whole supply flow from the bd distribution center to the customer site, it is not possible to identify the precise step where the damage occurred. Therefore, it is not possible to implement a robust targeted action. However, the complaint and the incident were registered in the principal carrier's qse (quality-security-environment) system. Incident statistics on this flow and its sub-contractor chartered carrier will therefore be accordingly impacted, which will significantly affect the selection process.